Event description:
Customer reports being unable to obtain a result on the aviva system while having low blood glucose symptoms due to an error on the device. Paramedics were called, and customer tested around 57 mg/dl on professional meter; she received unspecified treatment for low blood glucose symptoms and her condition improved. Requested return of suspect device, and replacement was sent.